Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 0, with no prior notable events. There was no adverse impact to customer's blood glucose level. Customer was assisted by technical support to reset pump, and no recurrence of malfunction was observed after reset. Customer was advised to continue using pump and to report back if malfunction reoccurs. No additional information was received regarding outcome of event.